Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the physician questioned by the estimated device longevity had reduced when battery impedance was only slightly increased and only one year had passed. The device remains in use. No patient complications were reported as a result of this event.